Event description:
A customer's mother reported a low readings issue with her son's adc freestyle libre. On (B)(6) 2019 the customer was vomiting, so it was assumed that he had a gastrointestinal infection and was treated accordingly by emergency personnel. However, when the vomiting continued, emergency services were contacted again and a blood glucose reading of 21 mmol/l was received on the hcp meter, compared to a sensor scan reading of 4 mmol/l. The customer was hospitalized, but the details of the treatment are unknown by the mother, because her son no longer lives at home. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was performed for the reported complaint and libre sensors showed no anomalies or non-conformances that could lead to the complaint. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's mother reported a low readings issue with her son's adc freestyle libre. On (B)(6) 2019 the customer was vomiting, so it was assumed that he had a gastrointestinal infection and was treated accordingly by emergency personnel. However, when the vomiting continued, emergency services were contacted again and a blood glucose reading of 21 mmol/l was received on the hcp meter, compared to a sensor scan reading of 4 mmol/l. The customer was hospitalized, but the details of the treatment are unknown by the mother, because her son no longer lives at home. There was no report of death or permanent impairment associated with this event.